Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced multiple no delivery on the insulin pump during bolus and sometimes during manual prime. Customer's blood glucose was unknown. Customer also mentioned that he had bent cannulas in the past. Troubleshoot was not done due to customer reported the alarm was resolved by an infusion set changed. Customer does not want to return the infusion set and reservoir. The customer was advised to call when the alarm reoccurs to troubleshoot. No further information provided.